Event description:
During procedure, earlier fiber failure at 25kj. The fiber failed because part of the tip fell off inside the pt. Physician tried to recover and was not able to recover it manually, and he suspects the tip flushed out on its own but is unsure. Physician was able to complete the procedure with a turp. Pt is fine, with no complications.

Manufacturer narrative:
Lumenis will file a follow up report for device information.